Event description:
It was reported that the patient had supraventricular tachycardia that transitioned into atrial fibrillation and it appears that the original supraventricular tachycardia became ventricular tachycardia which was temporary converted by anti-tachycardia pacing. Caller inquired about pr logic operation during a ventricular tachycardia/ventricular fibrillation. Device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis concluded with no anomalies found.